Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would intermittently stall, or shut down during use, that the screen would freeze up with no warning. It was requested that the keyboard be replaced. The programmer was returned for service. There was no patient involvement.

Event description:
It was reported that the programmer would intermittently stall, or shut down during use, that the screen would freeze up with no warning. It was requested that the keyboard be replaced. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer would intermittently stall or shut down during use or that the screen would freeze with no warning, the programmer powered up and interrogated without shutting down or the screen freezing. Analysis did determine that the programmer had a long boot time and therefore the hard drive was reconfigured and the software reloaded. Analysis further noted that both the system fan and the power supply were noisy and both were replaced, that the keyboard and keyboard slide cover were missing and both were added and that the right keyboard hinge was broken and it was therefore replaced. (B)(4).